Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 4193 implantable pacing lead (B)(6) 2003; 6944 implantable tachy lead (B)(6) 2003. (B)(4).